Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator appeared to be depleting prematurely. The estimated longevity had decreased by approximately 30 percent in three months with no therapy delivery since the last follow up. A copy of device memory was preserved and submitted for analysis. Engineering analysis of device data confirmed that the battery was depleting more quickly than expected. A boston scientific technical services consultant recommended device replacement. Evidence suggests that the device currently remains in service.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator appeared to be depleting prematurely. The estimated longevity had decreased by approximately 30 percent in three months with no therapy delivery since the last follow up. A copy of device memory was preserved and submitted for analysis. Engineering analysis of device data confirmed that the battery was depleting more quickly than expected. A boston scientific technical services consultant recommended device replacement. Additional information was received indicating that the field representative encountered a data download issue while attempting to interrogate the device. The device was subsequently explanted but has not been returned for analysis.

Manufacturer narrative:
Code 3191 is used to capture surgical intervention.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator appeared to be depleting prematurely. The estimated longevity had decreased by approximately 30 percent in three months with no therapy delivery since the last follow up. A copy of device memory was preserved and submitted for analysis. Engineering analysis of device data confirmed that the battery was depleting more quickly than expected. A boston scientific technical services consultant recommended device replacement. The device was subsequently explanted but has not been returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued an advisory communication in august 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in december 2020. This particular device is included in the emblem s-ICD accelerated depletion advisory population. Analysis could not confirm the reported data issue as review of device memory found no time lapses and confirmed that the device continued to provide data to its memory.

Manufacturer narrative:
This report is being filed to update b5 and h8 fields.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator appeared to be depleting prematurely. The estimated longevity had decreased by approximately 30 percent in three months with no therapy delivery since the last follow up. A copy of device memory was preserved and submitted for analysis. Engineering analysis of device data confirmed that the battery was depleting more quickly than expected. A boston scientific technical services consultant recommended device replacement. The device was subsequently explanted and has not been returned for analysis. This device is included in the emblem s-ICD premature depletion advisory population.